Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (lcp 4.5/5 broad 14ho l260 ti, part number 426.641s, lot number 9380292). The subject device was returned to the manufacturer with the complaint condition stating: plate is broken at hole 9 and a screw is fixed at hole 2 (counted from the left). It has scratches, abrasions and injuries on the surface and within holes. Laser marking is readable and the plate was returned in packaging different from the original one. All dimensions of the received fragment of the plate relevant for the complaint condition were measured, and fulfill the specifications. Thickness measurement was performed close to the breakage. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications the plate in question was dimensional cheeked as well as its manufacturing documentation and was manufactured according specifications as mentioned before. Based on this the complaint is rated as confirmed because the plate is broken as claimed by the customer. However, this complaint is rated not valid from the manufacturing point of view since no deviations were found in the manufacturing documentation as well as during the investigation all relevant measurements performed according to the drawing have passed the specifications. The most probable root cause for the lcp plate 426.641s breakage was caused by pseudo arthrosis as reported together with the broken screws. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was reported that the broad lcp plate broke in (B)(6) 2017, exact date is unknown. (B)(4). Date of original implant reported as (B)(6) 2015; however, the exact date is unknown. Concomitant medical product: therapy date is (B)(6) 2015; however, the exact date is unknown. X-ray review was performed. The lateral broad lcp is broken in the second film with no screws broken. The narrow anterior lcp has one broken screw, the screw distal and just adjacent to the nonunion. There may be a few more but the ap view only makes it difficult to determine. A device history record (DHR) review was performed for part # 426.641s, lot # 9380292: manufacturing location: (B)(4), manufacturing date: 05.mar.2015, expiry date: 01.feb.2025: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported devices were used in the surgery for the femoral diaphysis fracture in (B)(6) 2015, an exact date is unknown. The broad lcp plate (14 holes) and the small lcp plate (10 holes) were used for the bone fixation. However, pseudoarthrosis occurred, and then the broad lcp plate was broken at the two fingerbreadths distal to the pseudoarthrosis point in (B)(6) 2017. Although the medical observation was taken once, the five screws for the small lcp plate were broken gradually thereafter. As a result, the revision surgery was performed on (B)(6) 2017. No delay in the revision surgery was reported. Patient outcome is reported as okay. Concomitant devices reported: 3.5mm ti locking screw 14mm (part # 412.103s, lot # 8353494, quantity 1); 3.5mm ti locking screw 32mm (part # 412.112s, lot # 8418269, quantity 1); 5.0mm ti locking head screw 40mm (part # 413.340s, lot # 9032956, quantity 1); 5.0mm ti locking head screw 42mm (part # 413.342s, lot # 9576225, quantity 1); locking screw ø5 self-tap l12 tan (part # 04.221.462s, lot # 9061626, quantity 1); 5.0mm ti locking screw self-tapping 14mm (part # 422.402s, lot # 9225667, quantity 2); 5.0mm ti locking screw self-tapping 14mm (part # 422.402s, lot # 9221607, quantity 1); 4.5mm ti threaded cerclage positioning pin (part # 498.803.01s, lot # 9801620, quantity 1); 4.5mm ti threaded cerclage positioning pin (part # 498.803.01s, lot # 7964768, quantity 1); 3.5mm ti cortex screw 32mm (part # 404.032, lot # 9089945, quantity 1). This report is for one (1) 4.5mm ti broad lcp® plate 14 holes/260mm. This is report 1 of 6 for complaint (B)(4).